Event description:
The manufacturer received information alleging a ventilator did not have air flow for four to five seconds when the message, "card was inserted at 11:54, on thursday, august 9." There was no harm or injury reported. No medical intervention was specified. Per the onsite me an sd card was not inserted during this time. The device was replaced with a like model. During the evaluation of the device at the manufacturer's service center, the reported issue was not confirmed. The downloaded error log indicated the unit had rebooted. The pca was replaced preventatively, along with the outlet flow path. The device passed all tests.